Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to corroded lcd and mother boards. The pump had cracked corner display window, cracked battery tube threads, scratched lcd window and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 143 mg/dl at the time of incident. The display did not return during troubleshooting. The customer was advised to leave the battery out of the pump for two hours and to monitor the blood glucose levels. The insulin pump was returned for analysis.